Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the right motor gearbox have loose and excessive play in the transaxle which will cause the unit not to stop properly when needed.